Event description:
It was reported that a 54-year-old female patient (207 lbs) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis, surgical intervention, and prolonged hospitalization. It was reported during an atrial fibrillation case, a pericardial effusion was noticed. There was a drop in blood pressure on the patient after ablation in the left pulmonary vein and another ablation line on the superior and inferior wall. While pacing around, looking for the phrenic nerve. They started ablation of the interior side of the right superior vein, they went to the right vein coming off of ablation, and the ablation catheter moved; and looking at the catheter they found the blood pressure was low. The blood pressure was in the 70s and the physician pulled the catheter out and began providing protamine. The pericardial effusion was confirmed by ultrasound. The medical intervention was a pericardiocentesis, and 180 cc of fluid was removed. The patient was reported to be in stable condition. The physician was unaware of the pericardial effusion (tamponade) until the vital signs began to change. His only suspicion was when he was ablating a roof line in the left atrium. There was no bwi product malfunction. The patient did require extended hospitalization because of the adverse event; the patient went to surgery to open the chest and patch the hole in the roof of the left atrium. Other relevant history: paroxysmal atrial fibrillation. A smartablate system rf generator us was used ( ref ¿ m490002 & sn (B)(4). One transseptal puncture was performed: baylis versacross steerable access solution (sheath and rf wire, ref ¿ vstk0004, lot ¿ 3137261) and baylis versacross steerable sheath (ref ¿ vst85-35-bd-71m-d1 & lot ¿ vkfa141021). Prior to noting the pericardial effusion, ablation was performed, left pulmonary veins (waca) was performed as well as a roof line and floor of the la. Physician said he did not feel or hear a steam pop. The event occurred during the ablation phase. The normal flow settings were used for the catheter: low flow of 2 ml/min and during ablation 8 to 15 ml/min depending on power. Correct catheter settings were selected on the generator. Pump was switching rates appropriately, not manually. No error messages were observed on biosense webster equipment during the procedure. Graph, dashboard, vector, and visitag force visualization features were used. The visitag module was used, parameters for stability used were 2mm, 3 seconds, 50% for 5grams, 3mm visitag size. No additional filter was used with the visitag. Ohms was used as color option with a range of 5 to 10 since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30759695l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).